Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was difficulty implanting the lead; it would fall off. Several attempts were made but were unsuccessful. The lead was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.